Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had a driveline communication fault. A self-test was completed twice, one with batteries and one with wall power, and the yellow wrench alarm was not eliminated. The patient went to the emergency department for a system controller and modular cable exchange. The patient's backup controller was made their primary. The alarms cleared and the patient was sent home. Log files were submitted from the original controller with request for analysis. It was planned to bring in the patient early the following week and obtain log files from new controller/modular cable to send in. Log files from the patients new controller were sent for review. No alarms had been reported after the exchange of the controller and modular cable. The event log captured routine events, the ventricular assist device (vad) and peripheral equipment were functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the submitted log file. The modular cable was returned for analysis, and log files were submitted for review. Data from the reported event date of 25dec2024 was reviewed. At the start of the log file at 01:16:46, a driveline communication fault alarm is active due to a com_a fault. The driveline communication fault alarm is active until the end of the log file. At 03:09:28, the driveline is disconnected for a system controller exchange. There were no other notable events active in the log file. Pump operation was not affected. The returned modular cable was connected to the returned system controller (serial number: (B)(6), pump, patient cable, power module, and system monitor. The modular cable was connected and disconnected from the system controller and pump cable several times without issue. The returned modular cable and system controller were able to run a mock loop for extended operation without issue. The modular cable was then connected to mock loop and was able to operate the system for an extended period of time. The reported driveline communication fault alarms were not reproduced. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the modular cable were not able to be reviewed due to the lot number information not being provided. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline communication alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.